Event description:
After hulka fallopian tube clips were applied, a pregnancy reportedly occurred. No other details could be obtained. The user facility and the physician have not responded to investigational inquiries regarding this event. Pregnancy is a known complication for the fallopian tube clip and is so stated in the "PMA" for the device.